Event description:
In 2009, the pt was implanted with a gore tag thoracic endoprosthesis to repair a descending thoracic aortic transection. The physicians were concerned about a possible lack of inner curve wall apposition with respect to the inferior edge of the tag device, so a decision was made to place a palmaz stent. The pt tolerated the procedure. On an unk date, the pt's chiropractor took x-ray films which showed a foreign body just below the diaphragm. A month later, a computed tomography angiogram (cta) scan showed the tag device was stable; however, the palmaz stent had migrated to the level of the superior mesenteric artery (sma) and appeared to be positioned sideways within the aorta. Fifteen days later, 2009, a reintervention took place to re-position the palmaz stent within the aorta. A final cta scan taken at the conclusion of the procedure showed the stent was rotated and re-positioned just distal to the renal arteries. The pt is doing well, and no complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional information: the gore tag thoracic endoprosthesis instructions for use stated that the safety and effectiveness of the tag device has not been evaluated in pt populations with traumatic aortic transections. Attempts to acquire info required for this form were made by gore. Blank required fields indicated that the info was not provided, was deemed unavailable or was not applicable.